Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. One spo2 led segment did not illuminate and some of the pi segments did not fully illuminate. The display board voltage was tested and was found to be out of specification.

Event description:
It was reported that both displays on the device have missing segments. No consequences or impact to patient.